Manufacturer narrative:
Product complaint #: (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please describe the type of foreign matter that was observed. Foreign matter of living origin such as human hair and worms. Are there any photos of the foreign matter available? Please check the local info. Is it possible that the foreign material fell into packaging upon opening of device? No, the pouch was unopened. No further information will be provided. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2022 and a reservoir was used. A foreign matter was found on the upper part of the sterile package. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/22/2022. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product sample received for analysis. Material incoming inspection records for the inner pouch, part number (B)(6), lot numbers 31572308 and outer pouch, part number (B)(6), lot numbers 31598650, used in the lot of the reported complaint were reviewed and no issue was found. According to procedures, all pouches shall be free of particle, grease, dirt, oil, folds, creases and discoloration and lot used met these requirements. Therefore, is considered this material factor does not contribute to the reported complaint defect. Man foreign material was not detected during inspection. As per customer complaint event it was confirmed that foreign matter was found on the upper part of the sterile package. This kind of particle entrapped inside pouch could have happened during pouch seal process at manufacturing line and were not detected by the inspector. The criteria for contamination external to reservoir and internal to inner pouch: dirt/grease/oil/smudges, foreign matter greater than 1 mm2. During sample evaluation, only one particle was detected, no additional foreign matter was observed during examination. Particle detected is greater than 1 mm2 using tappi chart. Therefore, this man factor does contribute to the reported complaint defect. Inconsistency in the use of safety glasess during gemba walk performed into the manufacturing line, it was observed that the operators have the safety glasses, however they are not using them properly. Therefore, this man factor does contribute to the reported complaint defect. Based on the present analysis and sample evaluation, the reported defect by the customer could be confirmed during sample evaluation since foreign matter was found on the upper part of the sterile package. This kind of particle entrapped inside pouch could have happened during pouch seal process at manufacturing line and were not detected by the inspector. It seems like a small section of hair. The containment actions were conducted. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: supplier completed a containment action and supplier corrective actions are being followed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.